Event description:
Procedure: hernia repair. According to the reporter: the balloon would not inflate. There was no tissue damage or patient injury. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).